Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported material deformation appears to be related to procedural conditions (user technique). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, while attempting to deploy the clip, the lock line (ll) was accidentally tied into a knot and was pulled into the lock lever. Forceps were used cut the lever and expose the ll. The side with the knot was pulled and the ll and clip were able to be removed without further issues. One additional clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.